Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, broken, and partially stuck within the returned catheter, which is consistent with the alleged product issue. The catheter was returned cut as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the interventional radiology department, during the deployment, the coil became stuck in the catheter and unraveled along its entire length up to the distal end of the catheter. The operator attempted to release the coil but was unsuccessful. He then cut the catheter to remove the coil and avoid releasing metallic particles into the patient's vascular system. The incident led to an extension of the operating time (approximately 30 minutes) without any other consequence for the patient. The incident is isolated.